Manufacturer narrative:
The insulin pump was received with a blank display and a constant tone, the was problem isolated to the lcd board, unable to confirm frozen screen due to blank display. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an audio beep anomaly from the insulin pump. The customer's blood glucose reading was 5.2 mmol/l. The customer stated that there was a constant tone on his pump. The customer stated that the pump has not been exposed to fluid. The customer was unable to check the alarm history because the screen was frozen. The customer was advised to remove the battery and troubleshoot the pump. The customer stated that the pump did not power up. The customer will be sent a replacement pump.